Manufacturer narrative:
(B)(4).

Event description:
The pump had volume discrepancies; volumes were not provided. The pt also heard the pump critical alarm frequently. The pump was replaced. The device system was used to deliver morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.